Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer states treated with manual injection. Customer's current blood glucose value was 116 mg/dl. Customer's blood glucose value was 600 mg/dl at time of incident. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer states the drive support cap is protruded. Customer stated on his pump the dry support cap looks burnt and has a brown color to it. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit was monitored for several days, unit was received with normal operating current, no unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Insulin pump was received with minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.